Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal piece on the wrist of the suction irrigator was bent and it would not fit through the cannula. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a completely broken distal clevis at the base of the main tube. The broken piece was not returned. The whole distal end of the instrument was missing. This results to broken cables at the distal end i.e snake wrist pitch cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.